Manufacturer narrative:
Na

Event description:
The patient received several shocks due to t-wave oversensing. Low sensing was observed. X-ray image revealed that the lead was dislodged. The leas was repositioned.